Event description:
It was reported that the patient experienced high right heart pressures, a right-to-left shunt with blood flowing from the right atrium (ra) into the left atrium (la), and a drop in oxygen saturation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a versacross connect for faradrive radiofrequency (rf) wire was used to perform the transeptal puncture (tsp). The patient had high right heart pressures during the procedure, possibly prior to the tsp. After ablation was completed the faradrive was being removed from the patient, but when it was removed from the septum the tsp created a right-to-left shunt causing blood to flow from the ra to the la. The patient's oxygen saturation also dropped. An atrial septal defect (asd) closure device was placed in the tsp to plug the hole. The patient stabilized afterwards. The procedure was completed and the patient is expected to fully recover.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.